Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the insulin printer ink was not dark enough. A technical support specialist (tss) reported that remote access was established to the station, and the configured zebra label printer was identified and reviewed, with printer settings confirmed to be set according to default requirements. The tss removed the printer, scanned for hardware changes using the operating system device management utility, reconfigured the printer, and successfully verified printing functionality through a test page, after which the customer confirmed resolution of the issue and requested closure of the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer reported an issue with the insulin printer connected to the medstation es. The customer stated that the label print was not dark enough, making it difficult to read. There were no delay and adverse events or injuries reported based on this event.